Manufacturer narrative:
Date sent to the FDA: 05/06/2021.

Manufacturer narrative:
Health effect - clinical code: e2304, e1020, e1008, e2306 to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent revision surgery on 12/14/2018 and mesh was implanted during which the surgeon noted the mesh had pulled away from the repair site. It was reported that patient had hernia repair surgery on 3/25/2016 and mesh was implanted. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. Other procedure was captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/20/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.